Event description:
Healthcare professional reported through distributor "rupture", "intracapsular rupture of breast implant", "presence of fibrous capsules surrounding breast implant" and "thin layer of fluid is present around the capsule, with continuous tracking along the implant contour" found via MRI. This record is for the right side. The device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.